Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One photo was provided for review. The photo shows a clinician was holding the external part of the port catheter which was already implanted into the patient body in which a fracture in the external part of the catheter was noted. The second photo shows the clinician was holding the fracture site of the port catheter which was placed on the white paper in which the fracture in the catheter was noted. The product details are listed in the paper which are matched with the trackwise data was noted. The third photo shows a clinician was showing the fracture site of the port catheter in which the fracture in the catheter was noted. Therefore, the investigation is confirmed for the reported fracture issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, the needle prick was oozing when the flushing was maintained and then the neck was bulged when the blood was withdrawn. It was further reported that patient was in pain and according to the imaging, the blood vessel trend was normal and there was no thrombosis. Reportedly, the catheter allegedly had a fracture and it was removed. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement procedure, the needle prick was oozing when the flushing was maintained and then the neck was bulged when the blood was withdrawn. It was further reported that patient was in pain and according to the imaging, the blood vessel trend was normal and there was no thrombosis. Reportedly, the catheter allegedly had a fracture and it was removed. There was no reported patient injury.